Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received a critical pump error image on the insulin pump screen. The customer¿s blood glucose level was 270 mg/dl. Customer troubleshoot was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage at the electronic assembly and force sensor. Device received with cracked case behind the device near the battery tube compartment and broken battery tube threads.